Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant the right ventricular (rv) lead the helix got stuck and would not extend or retract. The physician attempted to use another rv lead but the same issue occurred. The leads were not use. No patient complications have been reported as a result of this event.